Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed and the pump rejected that battery. When customer inserted another battery, the screen did not turn on. Customer removed the battery and allowed the pump to time out and inserted a new battery, nut the issue was not resolved. Customer¿s blood glucose was 210 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.